Event description:
The device involved in this MDR report was explanted 62 months after implantation because it could not be interrogated; however, upon magnet application, a pacing rate of 96 min-l was observed, which is the beginning of life indicator. It should be noted that the device could have been interrogated a few days after explantation.

Manufacturer narrative:
June 30, 2006. This event concerns a device that manufactured and used outside the united states. The analysis of this device is pending.